Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, two devices had inadequate seals. There was no regrasp alarm heard, but there was end tone and energy delivery. There was no patient injury.